Event description:
Medial and lateral distal humeral condyles fractured on rasp insertion for total elbow replacement. Coonrad morrey elbow rasp. The implants used were: 32-8105-012 lot # 34831100 and 32-8105-014 lot #34838300.